Event description:
Patient presented with emergency urethral obstruction. Urinary catheter was placed and removed and tip of the catheter broke off and remained lodged within the cat's pelvic urethra, requiring emergency perineal urethrostomy and cystotomy surgeries to remove; 1cm long radiopaque foreign body visible in pelvic urethra, confirmed as urinary catheter tip when removed via cystotomy and perineal urethrostomy surgeries.